Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm. Customer¿s blood glucose was unknown at time of incident. Troubleshoot was performed but did not resolve the issue. Customer also got alarmed for power error detected but advised to performed troubleshoot and monitor the insulin pump, call back if issue occur again. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to j6 connector resistance issue. Pump received with normal operating currents, no unexpected power loss alarms noted during testing.